Event description:
The blue balloon leaked at the stop cock during pre-test and was then temporarily fixed using 'steri strips', which kept the balloon sufficiently inflated outside the patient. It was then inserted into the patient, where the blue balloon burst upon inflation. They had no other latex free shunt available, so they used the broken device anyway. Surgery was completed successfully without any balloon remnants found in the patient. No injury was reported to the patient.

Manufacturer narrative:
Investigation into report of leakage at stopcock joint: the device was not returned for investigation. Therefore, the reported issue could not be confirmed. Previous investigation into similar reports has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf1055 to address this issue. Investigation into report of balloon rupture: the reported issue could not be confirmed, therefore, we could not conclusively determine the root cause of the incident. The IFU instructs the user to slowly inflate the balloons during use to ensure proper function of the device. However, due to the nature of the procedure, balloon rupture is an inherent risk of using this product. As stated in the IFU: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Excessive handling during insertion, and/or plaque and other deposits within the blood vessel, may damage the balloon and increase the possibility of balloon rupture. Due to an increase in reports of this issue, CAPA 2024-005 has been initiated to further investigate and address the issue. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.